Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose pole clamp. There was no patient involvement.

Event description:
It was reported that the device had loose pole clamp. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿pole clamp - loose¿ was confirmed. ¿ received on 11-jul-2025, pcu unit was received unboxed and with paperwork. ¿ external inspection revealed a dented rear case, and the stated issue was confirmed by manipulating the pole clamp. Loose pole clamp was attributed to a loose pole clamp screw. Screw was torqued to specifications. ¿ workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. ¿ noted issue was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged rear case. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.